Event description:
It was reported to nova biomedical that a consumer experienced an episode of passing out, possibly a hypoglycemic event. The consumer could not remember any insulin administration amounts or food intake. During the call, control solution testing of her test strips showed the strips to be out of range. The result was 184 mg/dl which she also stated was the alleged blood glucose result obtained. The consumer refused to return any product for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.